Event description:
It was reported that an untold number of spectrum pumps were having nuisance downstream occlusion alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation and therefore an evaluation could not be completed. If the devices are returned, an evaluation will be completed and a supplemental report will be submitted.